Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became loose in the pocket after falling down some steps. As a result, the pocket site was revised and the patient's ipg was placed deeper in the pocket. Surgical intervention took place on (B)(6) 2018.